Event description:
It was reported that during a parotid gland mass procedure, the customer called technical service from the or to report they could not get a nerve response on the system. The surgeon said he/she was on the nerve and not getting a response. There was no visual indicator alerting the customer of an issue. Technical services proceeded with troubleshooting. The stim level was set to 1.0. When using the stim probe the stim return value came up. Electrode check indicated all electrodes, ground, and stim return were at normal levels. Before calling, the site tried opening a new stim probe without resolution. The threshold was decreased from 100 uv down to 35 uv and the customer was able to get a response, but the nerve responses were much lower than typical. There was no injury reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). A follow-up from the sales rep indicates that he visited the facility, tested the device, and it passed all functionality tests with no apparent issue. The device is currently still in use and will not be returned for analysis. This device is used for therapeutic purposes.